Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir is leaking at o- rings. Customer stated that no crack was found. All components was present. There was no air bubble in reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per (B)(4) appendix g and found plunger torque test result is within acceptance criteria. (B)(4).